Manufacturer narrative:
Reliability analysis inspected 5 opened and used enlite sensors and performed visual inspection and found 1 of 5 sensors cannula and electrode broken, broken part is missing. 4 remaining sensors performed bicarbonate buffer test and found 2 of 4 failed per spec with low readings. 3rdsensor with no isig readings detected. Checked lab transmitter for proper use and operation using tools and transmitter passed per spec. 1 remaining sensor passed per specifications with accurate readings.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor and sensor error. The customer also indicated that calibration errors were received. Customer's blood glucose was 123 mg/dl at the time of incident and was also 119 mg/dl. Customer does not recall any significant events leading to the error. Troubleshooting was done for sensor error and advised customer on insertion technique and alarm and possible causes. Customer was advised to change out sensor and that a replacement sensor will be provided.